Event description:
Customer reported a current low blood glucose level with the lowest being approximately 32 mg/dl, cause was unknow. Customer consumed glucose tablets and orange juice to address the low level.